Event description:
It was reported patient underwent a trauma internal fixation due to pelvis fracture on an unknown date with competitor product. Subsequently, patient underwent a left total hip arthroplasty with biomet product on (B)(6) 2013 due to femoral head absorption and acetabular fossa loss. Subsequently patient was revised on (B)(6) 2014 due to dislocation. It is further reported that during the procedure it was noted that the liner and cup were separated.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a trauma internal fixation due to pelvis fracture on an unknown date with competitor product. Subsequently, patient underwent a left total hip arthroplasty with biomet product on (B)(6) 2013 due to femoral head absorption and acetabular fossa loss. Subsequently patient was revised on (B)(6) 2014 due to dislocation. It is further reported that during the procedure it was noted that the liner and cup were separated and the locking ring was twisted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02997 & 04311).